Manufacturer narrative:
Unit motor error alarmed during basic occlusion test due to faulty force sensor (gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was over 300 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.